Event description:
Consumer reported complaint for error message (e-0). Wife is calling on behalf of the customer. Customer advised that he has blurry vision but denies the need for any medical intervention at this time. Customer advised that he has had the vision issues for the past 2 weeks and has an appointment with the ophthalmologist tomorrow. Customer advised that he went to the ER a few days ago because he was feeling funny, and when he went his blood glucose was over 600 mg/dl (unknown if fasting or non-fasting). The diagnosis was high blood glucose, and he was given fluids and advised by the doctor to decrease his carb intake. Customer was not admitted to the hospital. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is (B)(6) 2023 and open vial date is 2 days ago. During the call, a blood test was performed by the customer non-fasting and produced test result of 325 mg/dl using true metrix meter.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-079: user hematocrit high. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the customer's condition had improved - able to establish contact with customer who stated he did not currently have any diabetic symptoms. Customer had gone to the ER on (B)(6) 2023. Customer's blood glucose test result when at the hospital had been 323 mg/dl non-fasting. Customer's wife advised that customer had a CT scan and found out that his eyesight is failing. Wife advised customer was given benadryl and pain tablets and had been released the same day. Wife did not advise if the customer's failing eyesight was related to the customers diabetes. Notte 2: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 27-feb-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-079: user hematocrit high.